Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported a leak at the connection of the IV set and phaseal during a doxorubicin infusion, dosage and rate not provided. Although requested, additional information is not available; there was no patient harm. The customer has stated the leak is believed to be due to improper activation of the phaseal and multiple infusion set-ups that might be pulling on or creating pressure with the connections.

Event description:
The customer reported a leak at the connection of the IV set and phaseal during a doxorubicin infusion 18 mg. In 250 ml normal saline at 10.8 ml/hr. Also infusing was vincristine 0.68 mg in 500 ml of normal saline at 20.9 ml/hr. Both medications were stopped at the time of the disconnection; there was no patient harm. The customer has stated the leak is believed to be due to improper activation of the phaseal and multiple infusion set-ups that might be pulling on or creating pressure with the connections.